Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd nexiva catheter broke where the flush is connected. The following information was provided by the initial reporter: catheter tubing broke off at end of catheter end (where you connect the flush).